Manufacturer narrative:
The device was not returned for evaluation, so the issue could not be confirmed. There were also no images returned and no lot number was provided. Without a lot number or the sample to review, a definite root cause and corrective action cannot be established. If the sample is returned at a future date, the investigation will be reopened for further evaluation.

Event description:
The skater 6f drainage catheter just snapped in half without some cause (trauma). The lot no is not available; the customer did not save the packing. The catheter broke in the middle.